Event description:
Rhapsody clinical study pc063, patient ID (B)(6). An ablation procedure was performed to treat atrial fibrillation involving an intellamap orion high resolution mapping catheter. It was reported that prior to patient discharge (no more than 2 days after the procedure) the patient experienced chest pain due to pleuropericardial inflammation. Medication of colchicine was givent to manage the pain. No further patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.